Event description:
At this hospital, only in-hospital medical staff conducts regular pacemaker follow-ups. Our sales rep received a call from the me (medical engineer) of the hospital on (B)(6) 2022. One patient at follow-up check had vvi mode, 70 ppm and was asked to explain the event by the me. The rep informed me of the possibility of mode change due to standby mode. When did it go into standby mode? In addition, the rep received a request from the me to inform him of the analysis results in order to investigate environmental factors. The next day, on (B)(6) 2022, the rep visited the hospital and collected the data. The patient's ECG was checked at the hospital visit, but it appeared that the atrial pacing was being performed. The me was told that he may have accidentally pressed the emergency button on the wand.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the analysis report attached.